Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Receiver charged and boot up passed. A pairing test with (B)(4) bluetooth device was performed and passed. Performed receiver functional test and passed all relevant testing. Performed paring\calibration\performance\range test: passed. Downloaded receiver data log review and the reported event of a loss of connection was confirmed. The patient's complaint was confirmed because there is a loss of connection gap greater than 30 mins in the receiver data log. The probable cause could not be determined because the complaint could not be replicated with the returned device. No additional event or patient information is available.